Event description:
Device appears to be occasionally undersensing on atrial lead during at/af event(s). Atrial undersensing during at/af detected event(s) triggering false termination on at/af episodes in progress. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).